Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an unspecified procedure using rhbmp-2/acs. Post-op, the patient developed "significant pain, left me with permanent nerve injury, and has me constantly worried that things will get worse."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2004 (B)(6) interpretation: ¿severe compression of the spinal cord, evidence of myelomalacia at c4-5 secondary to adjacent segment herniation just above his prior cervical fusion at c5-7. He continues to be debilitated.¿ on (B)(6) 2004 patient presented preoperatively with ¿longstanding history of chronic neck pain when he underwent an acdf in 1980's and has done extremely well postoperatively up until a motor vehicle collision that he was involved in back in (B)(6) 2004, he tells me that he was hit at a high rate of speed by an oncoming vehicle. He was t -boned, and since that time, he had instant pain with transference of forces into his spine. He has had debilitating pain radiating into the left upper extremity since. He attempted conservative care which would include modified activity and pain medications as he has been requiring morphine on a regular basis and has had no significant relief. He does not like the effects of them. Soon after the motor vehicle collision, he underwent an MRI scan. His MRI scan showed a rather large herniation just above his fusion at the c3-4 level causing some myomalacia and impacting the spinal cord. He has relative spinal stenosis and compression at this level. He also has cervical degenerative disk disease and has a prior surgery,¿ previous acdf appeared to be completely solid. Patient experienced significant amount of weakness and increased frequency of headaches, spasms, numbness and tingling in his arm and hands and debilitating pain in the neck and shoulders. Significant findings of spondylosis from c2 to c5. Patient also experienced some bladder urgency and frequency issues. Preop diagnosis: multilevel cervical spondylosis, herniated nucleus pulposus with cord compression and relative stenosis, c2-c5. Patient underwent¿ cervical laminectomy, partial c2, c3, c4, and c5; posterolateral interfacet fusion, interfacet fusion with rhbmp-2/acs, allograft to autograft, and prp matrix of c2 to c5; axis pedicle screw segmental rod fixation, c2 to c5. On (B)(6) 2004 patient doing well after surgery, resolving all radicular pain. On (B)(6) 2004 patient was seen for follow up. Patient presented with ¿neck pain. History of prior c4-5 acdf 1992. He did well following the surgery with no residual discomfort or requiring any medications, then over the past year developed increasing pain in the left shoulder and neck, which following a motor vehicle accident in (B)(6) had further exacerbation. Workup was significant for herniated disk with cord compression, as well as experiencing myelopathic symptoms and he subsequently underwent a c2 to c5 cervical laminectomy and fusion and decompression. Overall he feels he is improving.¿ on (B)(6) 2004 patient presented for follow up. ¿residual neck pain, improving status post c2 to c5 cervical laminectomy and fusion (B)(6) 2004 with mild myelomalacia and myelopathy secondary to cervical stenosis overall his neck pain is improving and he walking and being more active and now still aching discomfort in the left shoulder and upper arm area.¿ on (B)(6) 2005 patient seen for follow up. ¿status post c2-c5 cervical laminectomy and fusion on (B)(6) 2004 with myomalacia and myelopathy secondary to cervical stenosis; improving. History of lumbar degenerative disk disease with increasing low back pain. Noticed increased lower back pain, more than his neck pain now as well as the left shoulder pain with numbness and tingling in both hands.¿ on (B)(6) 2005 patient seen for follow up. ¿neck and thoracic spine. Doing better. He said he does not have much pain. Really his biggest pain is in his thoracic region radiating into his legs on the left.¿ on (B)(6) 2005 patient seen for follow up. ¿history of cervical neck pain. He reports overall he is improving. Now the pain seems to be recurring more in the neck down to the left shoulder and then to the left upper extremity with tingling and numbness. Patient reports no balance problem. He is currently still wearing a soft cervical philadelphia collar. Patient reports overall the pain seems worse recently. No headache at this time, no weakness in the upper extremities.¿ on (B)(6) 2005 patient underwent c7-t1 epidural for cervical neck pain. On (B)(6) 2005 thoracic MRI. ¿negative MRI of the thoracic spine. No evidence for an acute fracture or dislocation. No evidence of disc herniation or spinal stenosis.¿ on (B)(6) 2005 patient seen for follow up. Routine drug screen per protocol, ¿the patient was found to be positive for both oxycodone and cannabinoids and so his narcotics have been discontinued.¿ on (B)(6) 2010 patient was seen for follow up. ¿about 3-4 weeks ago got a lidocaine injection in my shoulder and it worked really good, gave me a lot of relief.¿ on (B)(6) 2010 ¿ CT abdomen. ¿there is a history of carcinoma of the prostate. There is no evidence for liver or adrenal metastases. In the lower abdomen and pelvis there is no adenopathy or mass. There is mild diverticulosis. There is no fluid collections which are abnormal in the abdomen and pelvis. The prostate remains mildly prominent at 5.9 x 4.7 cm. There is no evidence for metastatic disease. Mild prosthetic enlargement. Chronic findings as noted.¿ on (B)(6) 2010 ¿ lumbosacral spine imaging. Patient underwent imaging for low back pain and history of prostate cancer with radicular symptoms. Interpretation: ¿degenerative changes are again noted. There is narrowing of the l3/4 and l4/5 discspace with mild osteophyte formation present. There is grade 1 spondylolisthesis of l3 on l4 anteriorly and retro listhesis of l4 on l5 on a degenerative basis. There is no evidence of fracture. There is bilateral facet joint disease at l3/4, l4/5 and l5/s1. Mild degenerative changes are noted in the si joints. There is mild degenerative arthritis in the hip joints bilaterally. There is no evidence of fracture or dislocation.¿ on (B)(6) 2011 ¿ thoracic spine imaging. Interpretation: ¿there is minimal degenerative change with osteophyte formation. There is no evidence of fracture or subluxation. The vertebral bodies are otherwise normal in appearance. Pedicles appear to be intact.¿ on (B)(6) 2011 cervical MRI. Interpretation: ¿status post bony fusion of c5-c7. There is disc space narrowing throughout the cervical spine. There is a large posterior disc osteophyte complex at c6-c7 along with ligamentum flavum hypertrophy which is causing narrowing of the cervical cord. Stable myelopathic changes at c3-4. Since 2002 there has been development of adjacent level disease at c7-t1 with new, severe central canal stenosis and foraminal narrowing.¿ on (B)(6) 2011 neurology consult. ¿initial evaluation for 63 of bm with history of chronic cervical spine pain, c-spine decompression and fusion x 2 (1988, 2004). Patient reports that following surgery he was left with chronic pain, scored as 8/10 with occasional radiation through the left upper extremity in a radicular pattern. Patient is currently under the care of pain specialist. A recent cervical spine MRI revealed status post bony fusion of c5-c7. There is disc space narrowing throughout the cervical spine. There is a large posterior disc osteophyte complex at c6-c7 along with ligamentum flavum hypertrophy which is causing narrowing of the cervical cord. At c3-4 there is a tiny focus of myelomalacia along the left hemicord as well as posteriorly bilaterally. C7-t1: there is nodular thickening of the ligamentum flavum particularly on the left. The large posterior disc osteophyte complex at this level contributes to severe spinal stenosis with mass effect upon the ventral and left posterolateral cord. Compared to the 2002 study this is a new finding. As this occurs at the inferior aspect of the fusion, this is consistent with adjacent level disease. Patient denies significant upper and lower extremity weakness.¿ on (B)(6) 2011 cervical CT. Interpretation: ¿CT of the cervical spine is performed. Transaxial imaging is obtained with sagittal and coronal reconstructions. There are posterior bilateral laminar screws present at c2, c3, c4, c5 and c6. 'There is absence of the spinous processes at c3-c4 and c4-c5, c6-c7. There is complete fusion of the disc space at c5-c6 and there is near-complete fusion of the disc space at c3-c4. At c7-tl, there is severe degenerative disc disease (ddd). There is moderate central stenosis at this level and mild to moderate narrowing of the neural foraminal spaces. At c3-c4, there is moderate narrowing of the neural foraminal spaces. There is no fracture.¿ on (B)(6) 2011 patient seen for follow up. ¿chronic neck pain secondary to cervical spondylosis with myelopathy. S/p multiple surgeries. S/p trigger point injections left scapular border with relief. Today with complaints of pain numeric rating scale pain score 5/10. Aching, dull pain.¿ on (B)(6) 2012 office visit notes: "he reports going through radiation with some fatigue, psa is up again, is anxious about this. Feels clonazepam helps with irritability and notes that his sleep is poor due to nightmares and chronic pain. Admits to using thc two months ago, at a part, but denies regular use.¿ on (B)(6) 2012 spine x-rays. Interpretation: ¿there is no significant interval change from (B)(6) 2010. There is narrowing of the l3/4 and l4/5 disc space. There is a vacuum phenomena at l4/5 consistent with ddd. There is mild osteophyte formation present, there is grade 1 spondylolisthesis of l3 on l4 anteriorly, there is bilateral facet joint arthropathy at l3/4, l4/5 and l5/s1. Mild degenerative changes are noted in the si joints.¿ on (B)(6) 2012 "the opioid pain agreement dated (B)(6) 2011 is being rescinded due to a positive illicit drug or alcohol screen.¿ on (B)(6) 2012 lumbar MRI. Interpretation: ¿multiple bulging intervertebral discs with protrusion at l2/3. Degenerative changes. Spondylolisthesis at l3/4. In most levels there is no spinal stenosis or nerve root impingement noted.¿